Event description:
The pt rec'd her scs system including an ipg and two percutaneous leads placed occipitally (off-label) on (B)(6) 2010. It was reported that one of the patient's leads was eroding the skin, although it allegedly had not broken through the skin. The physician plans to explant the lead; however, the surgery date is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or functionality. The product was reworked or replaced and approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.